Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver clonidine (1.5 mcg/ml at 0.4998 mcg/day) and morphine (10 mg/ml at 1.00 mg/day). The indication for use was spinal pain. On (B)(6) 2016 the patient reported that an x-ray showed that the catheter is a little away from the spine and looped twice. The catheter may be dislodged. It was also reported that the patient has had constant pain since implant. The patient's pain is ok if he is sitting in a chair, but they cannot get up and walk. The pump is helping but never resolved all of their pain and goes through the entire body and not directly to their spine. The patient stopped taking oral morphine after implant but if they are really hurting the take oral morphine which seems to help faster than getting a bolus from the personal therapy manager (ptm). The patient also reported that they had the nerves in their back burned three times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.